Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll (B)(4) on 02/01/2016 for evaluation. Investigation is as follows: a DHR review for s/n (B)(4) found no previous complaints related to this event. During visual inspection, no physical damage was found. Archive data review found latch error 139 (unable to hold compression position). Functional test failed due to system error displayed within first few compressions. The reported complaint was confirmed in the archive as well as during functional testing. The failure was due to a defective drive train motor. The brake gap was out of specification. After parts replaced, run-in test was performed. Platform passed final functional testing.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 02/01/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed

Event description:
On (B)(6) 2016 the ems crew responded to an emergency call on a (B)(6) male patient who was down due to cardiac arrest. The medics arrived on site and prepared the autopulse platform (s/n (B)(4)) for use on the patient. There were no issues starting the autopulse and the medic stated that the autopulse was working as intended until they swapped out the battery for a new battery. After placing the new battery into the autopulse, the platform displayed a system error (out of service, revert to manual CPR). The crew aborted the use of the autopulse and reverted to manual CPR. The medic stated that the time it took to switch from autopulse to manual CPR was less than 30 seconds. The patient never achieved rosc (resuscitation of spontaneous circulation). The patient expired. No patient information was disclosed. No additional information was provided